Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data, comprising a follow-up as well as two status reports were inspected. The inspection of the trend data revealed no anomalies. The basic parameters such as pacing impedance, shock impedance, sensing amplitudes and pacing threshold showed as expected values. Analysis of the available iegms revealed two vf episodes. The first vf episode, recorded on (B)(6) 2020, showed normal and regular vf detection due to intrinsic signals. The episode was successfully terminated by the device. Episode number 31, recorded on (B)(6) 2020, showed partly small signals in the left ventricular channel and the absence of an atrial signal. The right ventricular channel showed strongly fluctuating signals in frequency and amplitude leading to regular vf detection. The episode was however terminated due to degeneration of the right ventricular signal below the sensing threshold. Based on the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical event. However the device data showed no indication of a device malfunction. Should additional relevant information or the device itself become available this investigation will be updated.

Event description:
On (B)(6) 2018, the patient was implanted with an iforia 3 hf-t df-1 to treat heart failure and prevent sudden cardiac death. On (B)(6) 2020, during the last regular follow up, the device works well and all the parameters were normal. However, on (B)(6) 2020, the patient died after emergency treatment.